Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 449 mg/dl. The customer took 5.0 units of manual injections.the customer stated insulin is squirting out during the manual prime process. The customer stated insulin continues to drip after motor stops during manual prime process. The customer stated they are unable to exit the preparing to prime loop. Customer stated they are stuck in rewind complete /bolus delivery loop. The customer was advised to hold down act until they receive 2nd series of beeps and/ or numbers appears on the screen. The customer stated the numbers appear on the screen. The customer was advised to monitor the pump.